Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to successful a cryo ablation procedure, the patient experienced swelling of the of right groin and pain while walking. Pseudoaneurysm of the right superficial femoral artery occurred. Intervention was required to repair the pseudoaneurysm. Extended hospitalization was required as well. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.